Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to itself and another meter. On (B)(4) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began on (B)(6) 2011 at 03:30am. At that time, the patient obtained an allegedly high blood glucose result of approximately "300mg/dl", with the subject meter and compared it to his feelings. The patient advised that he manages his diabetes with an insulin pump. Based on his diabetes management that day, he had expected his blood glucose result to be lower. However, he decided to let the pump administer insulin based on the "300mg/dl" result, but he stopped the pump before the entire amount of insulin was administered and decided to take his blood glucose again with both the subject meter and a non-lifescan meter. The patient reported that the subject meter gave a blood glucose result of "109mg/dl" and the other meter a "100mg/dl" result. On (B)(6) 2011 at 03:50am, the patient reported that he became "shaky" which he associated with a low blood glucose. The patient tested using the subject meter and obtained a result of "68mg/dl." The patient advised that he received non-hcp assistance in the form of a can of seven-up soft drink as treatment. The patient reported that he felt better after the treatment and on (B)(6) 2011 at 05:00am, he obtained a blood glucose result of "118mg/dl" with the subject meter. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and required self treatment due to the alleged high result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.